Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally went through fill tubing instead of fill cannula during a load sequence and delivered unintended insulin to themselves. The contact took customer to the emergency room where customer was given glucose to raise their blood glucose level. The customer's blood glucose level was at 40 mg/dl. The customer's blood glucose went up to target level after about 4 hours.